Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver shut down the ilet pump while at a pool and subsequently could not power it back on until placed on a charging pad; the caregiver reported ongoing low glucose episodes and concern that pump settings or use might be contributing, despite prior resets and additional training being planned. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no emergency treatment, and no injury beyond transient low glucose episodes. Investigation included caregiver counseling, coordination for additional training with clinical and customer support teams, and provision of a replacement charging pad to address power-up procedure. Investigation of this case revealed no device alarms and no confirmed device malfunction, with user handling and power management identified as potential contributors; clinical management of low glucose was addressed through education and follow-up. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use and training factors rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.